Event description:
An internal beckman coulter investigation has identified a condition where the 'line list results' and 'listings of sample ID's and demographics' may be incorrect for some samples. This discrepancy is seen only in the slide list printouts, which are not normally used for diagnostic reporting purposes. If the user should print or transmit the results from the slide list folder, there is a potential for these mis-matched results to be used and reported. The lh755 instrument has only recently been marketed and shipped to customers. There are no lh755 instruments currently installed and operational and therefore no or minimal health risk associated with this event.